Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. It is unknown when the meter issue first occurred. The patient did not specify what medications, if any, he takes to manage his diabetes, however denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms however stated that on an unknown date, he visited a doctor's office, where he received advice had his blood glucose tested on a doctor's meter, but did not provide the result. During troubleshooting, the cca noted that the meter would not power on when prompted by pressing the power button or when a test strip was inserted. There was no apparent misuse of the meter. Replacement products were sent to patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. The complaint is being reported because the alleged issue was not resolved during troubleshooting.